Event description:
Healthcare professional reported they "will operate on a patient that has learned that they have allergan implants" and "histological examination for cd30/alcl." The device has been explanted. This record is regarding the left side. Later pathology reported "capsules with capsular fibrosis¿, ¿the findings are compatible with baker's clinical diagnosis of grade 2-3 capsular fibrosis¿, ¿very mature univacular adipose tissue¿, ¿some fibrin on the surface¿, ¿low lymphocyte detection¿, ¿some foreign material can be detected focal¿, and ¿individual macrophages¿, ¿alcl negative¿, and ¿no evidence of malignancy¿, and ¿no atypical cd30 positive blasts¿

Manufacturer narrative:
Continued e.1 phone number: (B)(4). Photo analysis results: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.